Event description:
It was reported that during a gynecological tumor removal the device head fractured during the procedure while cutting to stop the bleeding, and the head fell into the abdomen. The doctor then immediately removed the fractured head and replaced it with a similar device to continue and complete the procedure. Communication with the user doctor revealed that the doctor was using the product correctly and there was no irregularity in the procedure. There was no patient harm or injury reported.

Manufacturer narrative:
E1 establishment name (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. Because the actual product was not sent, we were unable to confirm the complaint. The cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.